Event description:
Additional information received indicated that surgical intervention took place where the ipg was explanted and replaced. The patient's ipg pocket site was also moved up slightly to improve comfort for the patient. Therapy was established post operatively and issue resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at the ipg site due to loss of weight. Reportedly, the patient's pockets were also loose and the ipg flipped. In turn, surgical intervention may be pending to address the issue.